Event description:
It was reported that the patient faced infusion set leakage event and bleeding on (B)(6) 2026. The leakage was at the quick release. The infusion set was used for two days.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.